Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment and vessel dissection occurred. The patient presented with st-segment elevation myocardial infarction (stemi). The target lesion was located in the left anterior descending (lad) artery. After a182 pt graphix¿ guide wire crossed the lesion, a non-bsc stent was implanted to treat the lesion. Subsequently, intravenous ultrasound (ivus) was performed with a non-bsc imaging catheter and it was noted that the tip of the guide wire was buckled. A non-bsc balloon catheter was used to straighten the tip of the wire; however, the tip of the guide wire broke off in the distal left main (lm) artery and proximal lad. The physician attempted to retrieve the tip of the wire with a snare but the tip of the wire migrated down the distal circumflex (cx) artery and ended up in the distal obtuse marginal branch becoming un-retrievable. Subsequently, a dissection developed in the lm and lad arteries. The physician then stented the dissection with a non-bsc stent; however, the ostial cx artery became compromised. The patient was sent for a bypass surgery and the procedure was completed. No further patient complications were reported and the patient was placed on extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch together with an unknown catheter. The unit returned is stuck inside of the catheter. The guidewire was received inside a catheter not related to boston scientific; it was possible to release from the catheter. The distal tip was detached at 180.1cm and the body is kinked. The outer diameter of the middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment and vessel dissection occurred. The patient presented with st-segment elevation myocardial infarction (stemi). The target lesion was located in the left anterior descending (lad) artery. After a182 pt graphix¿ guide wire crossed the lesion, a non-bsc stent was implanted to treat the lesion. Subsequently, intravenous ultrasound (ivus) was performed with a non-bsc imaging catheter and it was noted that the tip of the guide wire was buckled. A non-bsc balloon catheter was used to straighten the tip of the wire; however, the tip of the guide wire broke off in the distal left main (lm) artery and proximal lad. The physician attempted to retrieve the tip of the wire with a snare but the tip of the wire migrated down the distal circumflex (cx) artery and ended up in the distal obtuse marginal branch becoming un-retrievable. Subsequently, a dissection developed in the lm and lad arteries. The physician then stented the dissection with a non-bsc stent; however, the ostial cx artery became compromised. The patient was sent for a bypass surgery and the procedure was completed. No further patient complications were reported and the patient was placed on extracorporeal membrane oxygenation (ECMO).